Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to charge a battery. The root cause for the failure was insect contamination within the battery charger. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger/modem.

Event description:
While investigating a patient's battery charger for an unrelated issue, a reportable problem was identified. The battery charger would not power on.